Event description:
The clinic was contacted and the crt-d/pacemaker clinic nurse reported that this patient was deceased. According to the nurse, that patient had requested that the device's tachycardia mode be programmed off on (B)(6) 2013. This date corresponds to the date of the alert from the patient's monitoring system. The nurse was aware that the patient had died but the date of death was not available. There were no allegation of device malfunction or that the use of the device caused or contributed to the patient's death.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited red alert for ventricular tachycardia mode set to value other than monitor plus therapy. Additional information could not confirm the reason why device was reprogrammed to monitor only. This crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.